Event description:
Part of the bovie electrode tip melted and fell into the wound, the surgical team located and removed pieces.

Manufacturer narrative:
Investigation findings: deroyal is the manufacturer of finished good, 88-00m13c, electrode blade, which as a report of "coated blade melted and parts of it fell into the wound." The finished good is manufactured in (B)(4). The work order/DHR review identified raw material (B)(4), with lot numbers 010912-02 and 111411-05, listed. The raw material is a vendor supplied component, and the vendor was identified and issued a scar for the report. The sample was received by the qc complaint specialist and forwarded to the vendor. The vendor was unable to accept the samples due to them being labeled as "biohazards". The samples were then returned to deroyal for decontamination. Once the decontamination process was completed, the samples were then returned to the vendor. Additional time was requested by the vendor to complete their investigation. The vendor issued a response on 8/21/2012. In addition, the qc complaint specialist reviewed the 2010, 2011, and 2012 sales info and call history logs. Deroyal has sold (B)(4) each of the finished good (B)(4), electrode blade. The call history log review found similar reports. Correction: a correction action has not been taken. Root cause analysis: power settings too high/ overuse/ misuse. Corrective action and/or systemic corrective action taken: none. Preventive action: none. This report is being filed due to a retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be filed if further investigation provides info which changes the content of this report.